Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the reported devices screw, implant mount and some of the packaging including the empty vial was returned for investigation. Visual evaluation of the returned product identified no implant, cover screw, or inner container. The mount and mount screw were returned with signs of wear but no apparent signs of malfunction. Additionally, it was noted the outer implant container did not match the lot number for the inner vial. Packaging was already opened by the customer. The reported event could not be recreated due to the nature of the dental device and event (packaging issue). The customer did not provide any pictures. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the customer opened an implant box that was sealed an no implant was actually in the vile. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the customer opened an implant box that was sealed an no implant was actually in the vile.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Additional PMA/510(k) number ¿ k101880.